Event description:
It was reported that occlusion alarms occurred. Customer reverted to an alternate method of insulin delivery. There was no reported impact to the customer's blood (bg) glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.